Event description:
It was reported to philips that the ippc disk error. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that ippc disk error. Upon troubleshooting, rse confirmed that ippc disk error. The rse has sent quote for replacement service of the ippc to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on investigation outcome.